Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test and over delivered. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of fails flow accuracy by over delivering was not reproduced as the device could not be evaluated due to flowline leakage, the pump got wet and damaged. A review of the event history log (ehl) revealed infusions without any abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. The pump requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.